Manufacturer narrative:
(B)(4).

Event description:
The patient's physician, cardiologist, and ER physician told him that his liver and kidneys were being damaged due to the morphine in the pump. The patient stated, "I guess I'll have to die early then." Additional information has been requested from the hcp, but was not available as of the date of this report.